Event description:
A user reported that modifications to the default stt table in her focus rtp system to improve a dose profile had no impact on the mu valve as she had expected. No pts were treated.